Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29) occurred during the load process. Customer's blood glucose was 87 mg/dl. A new cartridge was loaded to address the event.